Manufacturer narrative:
Analysis found the ventricle connector was broken. Analysis was also found several lines in the lower display were missing. It was noted the bail attachments were missing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) was dropped and a socket was broken. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.